Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device primed properly during testing. No prime or fill anomaly noted. Device uploaded properly using care link. Device had intermittent button response on the express bolus, esc and act buttons due to flattened dome switches (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. No button error alarm noted. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 and also had keypad anomaly, prime anomaly. The customer¿s blood glucose was 480 mg/dl at the time of the incident and current blood glucose was 350 mg/dl. The customer was treated with manual injection, insulin drip, electrolytes and bolus in the hospital. The customer had symptoms such as vomiting, stomach acid and collapsed. The customer reported that the buttons were hard to push. Customer stated when hold act the numbers for fill tubing were getting higher before insulin came out of pump. The customer does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.